Manufacturer narrative:
The subject device was evaluated at omsc manufacturing site. [Confirmation result of the reported phenomenon] as a result of checking the subject device, it was confirmed that the nozzle was clogged with foreign material so as to prevent air supply and water supply. The investigation of the subject device is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair and evaluation at our manufacturing site, it was found the air/water nozzle of the subject device was clogged with foreign material and it indicated that the subject device had been insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to our manufacturing site for repair and analysis of the cause of a water flow malfunction of the nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was investigated at the manufacturing site and found as follows; [investigation results] -confirmation for the reported phenomenon it was checked the foreign material in the nozzle. A component analysis of white fibrous foreign material revealed that it was "cellulose". A component analysis of a black rubber-like foreign material revealed that it was "silicone". -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root cause of the reported phenomenon could not be identified. [Consideration] "cellulose" is a substance that is unlikely to be derived from an endoscope, so it could not be identified from this analysis, but it may be a fiber such as lint. "Silicone" is also used for the boot part of the endoscope, injection tube (mh-946), and adhesive, but since it was checked the appearance of the endoscope the user sent, it was normal, it is possible that it has invaded from the external. If additional information becomes available, this report will be supplemented.